Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. Review of the event history log (ehl) showed an error and found that the cassette not attached properly. Functional and visual tests were performed, and the reported issue was not duplicated but could be confirmed in history. The reported issue was caused by an error where the cassette was not attached properly. As a result, the downstream occlusion seal was replaced and cleared the error. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had constant "cassette not attached properly" alarms. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.